Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of a balloon forming in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that an unspecified number of the unspecified bd pri tubing experienced tubing expansion/ballooning and were clogged/blocked/occluded. The following information was provided by the initial reporter: IV pump channel was beeping "occlusion", upon opening the channel door rn discovered tubing had formed a balloon. Tubing was changed and new set loaded into channel. Shortly after this pump alarmed occluded again. Rn opened channel door and found tubing had created a balloon again. At this time infusion paused while rn set up a new channel with new tubing. No issue with new channel. Tubing was saved (unclear if lot number was obtained) date/time of event: (B)(6)2020, time of event:1545 there were not any adverse outcome to the patient.